Manufacturer narrative:
(B)(4).

Event description:
It was reported an unspecified over infusion event involving patient controlled analgesia module. There was patient involvement with an unspecified harm.

Manufacturer narrative:
A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported an unspecified over infusion event involving patient controlled analgesia module. There was patient involvement with an unspecified harm.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Although requested, product has not been received.

Event description:
It was reported an unspecified over infusion event involving patient controlled analgesia module. There was patient involvement with an unspecified harm.